Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow conduit migration. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: inflow conduit migration. Other component: causative or contributing factor: no specific contributing cause identifie. Other cause: intervention(s): other interventions, specify. Other intervention : CT angiography. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.